Event description:
It was reported that during a knee arthroscopy, one (1) motor drive unit overheated and jammed at the end of the procedure, and the display showed 'sensor failure'. The procedure was resumed, without any delay, using the same device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference: case- (B)(4). H3, h6: the reported device was received for evaluation. During visual evaluation no defects were found in the equipment. The equipment is inoperative. During technical analysis, an excessive amount of oxidation was observed along the handpiece body. Due to the inability to remove the motor for replacement, the repair cannot be carried out and the equipment has been discarded. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors that could have contributed to the excessive amount of oxidation include wear and tear from cleaning and sterilization methods and the chemicals involved over a period of time. Based on this investigation, the need for corrective action is not indicated.